Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failed to recognize its external battery. The external battery was replaced to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause was an isolated component failure within the device external battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.